Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing; the flow sensor was replaced. No report of patient involvement.

Event description:
The hospital reported the unit had a flow sensor alarm. There was no report of patient involvement.